Event description:
It was reported that a patient underwent the surgery using the mantis system. Several months afterwards, the patient felt the pain in the lumbar and on a follow up visit the surgeon confirmed via x-ray that the blocker was loosening. Therefore, the surgeon is planning the revision surgery in a few days.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: the mantis redux blocker disengagement from the screw was confirmed via visual inspection and x-ray images. Ideal rod engagement implies that the rod lays flat in the screw tulip and there is sufficient rod length for equal engagement on both sides of the blocker especially at the ends of the construct. The blocker can then be torqued to 12nm to final tighten the construct. The likely contributing factors include insufficient bending of the rod, insufficient blocker tightening at 1 or more levels, and/or inadequate rod seating. Conclusion: the cause of the blocker disengagement is most likely attributed to the integrity of the blocker/rod engagement.

Event description:
It was reported that a patient underwent the surgery using the mantis system. Several months afterwards, the patient felt the pain in the lumbar and on a follow up visit the surgeon confirmed via x-ray that the blocker was loosening. Therefore the surgeon is planning the revision surgery in a few days.